Event description:
The pt underwent diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The pt was reportedly very large, requiring a steeper than recommended insertion angle. Needles were deployed and retrieved without difficulty. In accessing the sutures, bleding was noted around the sheath. The pt was sent for surgical repair of the arteriotomy. The surgery was successful and the pt did fine. The vascular surgeon noted that the arteriotomy was large, but there was no evidence of tearing. It was suspected that the arteriotomy was enlarged during the attempt to achieve marking and related to the size of the pt. The device was discarded by the hospital staff and was not available for eval. Review of the mfg records for this device lot revealed no relevant deviations. There was no indication from the field that the device malfunctioned in any way.